Event description:
The customer ran two separate comparison blood tests between her two contour meters. The results on one meter were 88 and 131mg/dl. The results from the second meter were 45 and 45mg/dl. The differences in the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Customer discarded her bottle of strips. Strip information could not be provided but meter information was given. New strips were sent to her.